Event description:
It was reported from (B)(6) that the brake pedal could not engage the brakes on the stretcher. Manufacturer's investigation is still ongoing. If additional information is received, a follow-up report may be submitted. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.